Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in hospital for a regular check. Upon review, the right atrial lead exhibited low impedance. It was noted that the lead had chronically low impedance since implant. Programming changes were discussed. The patient would continue to be monitored.